Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they had a case to replace a device from a primary cell device to a rechargeable device, and the transfer settings function was used. Following replacement, the consumer didn¿t have access to adjust the amplitude. It was reviewed this would be appropriate if the limits were not set after transferring settings. The rep stated the report post replacement showed that advanced adjust for amplitude was active on group a and b. The rep was going to follow-up with the healthcare provider (hcp).